Event description:
On an unknown date, patient was implanted with hardware to secure an oblique p1 shaft fracture. Surgeon implanted two screws successfully, but when implanting the third screw, the screw head sheared off from the shaft. The screw shaft fragment was unable to be retrieved and remained implanted in the patient. Surgeon claims he used the correct bit and it was the first attempt to insert the screw, so it was not subject to additional torque stress load. Surgeon was not concerned because the two screws provided good fixation, the third screw was just for additional strength. Surgeon stated that more damage could be inflicted trying to remove the screw fragment, therefore it was left in the patient. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.